Event description:
Patient came to hospital with slight symptoms of over dosage. It was determined that the pump was empty and the possibly that too much medicine was released out of the pump in a given time frame. It was noticed that the patient did not show any dramatic symptoms, but only mild vomiting and dizziness. The pump was beeping indicating an empty the drug reservoir. Review of the transaction protocols revealed inconsistencies. Thus a septum defect was concluded.

Manufacturer narrative:
The transaction logs of the pump (B)(4), from the implantation date on (B)(6) 2014 to (B)(6) 2015 were analyzed. Discrepancies were noted between the volume calculated based on the programmed flow rate and the volume measured by the fls (written on the transaction logs). The fls measurements were consistent with the injected and recovered volumes. During the 14 days period from (B)(6) 2014, 12.5ml of drug were missing in the reservoir. The next pump interrogation 3 days later on (B)(4) indicated 4.16ml missing in the reservoir. The pump was refilled on (B)(6) with 38ml of drug. The pump interrogation the 2 following days ((B)(6)) reveals that drug was still missing in the reservoir. The pump interrogation, performed on (B)(6), showed that the pump was flowing within specifications during the last 3 days. The pump interrogation performed on (B)(6) 2015 showed that pump was flowing within specification since last pump refill. The case were discussed during a pib (problem investigation board) meeting, on (B)(6) 2014, regrouping r&d, the complaints department, quality assurance, and technical field support. The reported event seemed to be similar to already reported cases of drug missing in the reservoir. The pib team decided to recommend the same steps as the one performed for these previous cases: - aspirating the drug remaining in the pump catheter through the bolus port. - performing a pump interrogation and put the pump in stop infusion mode. - emptying the pump reservoir. - refilling the pump reservoir with 10ml of saline water following the standard refill procedure (using the cu). A particular attention has to be paid not injecting air into the reservoir, as per the refill kit IFU. - performing a pump interrogation. - keeping the pump in stop infusion for at least 3 days, and re-performing a pump interrogation. Upon physician decision, oral medication may be administered to the patient. The patient should be under close monitoring during these days. The pump interrogation 3 days later should determine if the pump is leaking or not, when the program is in stop infusion. In case the pump is not leaking, a next step could be restarting the program at the last programmed flow rate, with the reservoir still filled with saline water. The steps recommended by codman have been approved by the physician and performed on (B)(6) 2014, with the support of the local sales representative that was on site. The codman sales representative will also be present to assist the physician during the next refill steps. As recommended by codman, the pump program was stopped between (B)(6) 2014. On (B)(6), the physician decided to restart the program at 1ml/day, pump filled with saline water. The next pump interrogation, performed on (B)(6), showed that the pump was flowing within specifications during the last 3 days. The pump interrogation performed on (B)(6) 2015 showed that pump was flowing within specification since last pump refill. A DHR review was performed for the medstream pump 91-4201 s/n: (B)(4)(lot# crdbrp), a non-conformance was observed during the manufacturing process, however it was not related to the manufacturing of the device.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.